Event description:
It was reported to philips that the system gave an alert indicating shutter collimation failed, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during an undergoing planned vascular procedure was performed when the issue happened. The procedure was completed as planned by opening filters manually at the time of event. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse observed that the collimator was unresponsive to control commands. To resolve the issue, fse replaced the faulty collimator, and the part is return for further analysis, and it found shutter x and y jammed. After replacing the collimator, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the information received, the procedure was completed by manually opening the filters at the time of the event and was performed on the same azurion system. Therefore, the event is not reportable. Based on the investigation findings, philips has concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.